Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with a quote to have the device evaluated/repaired; however, the quote expired, and record was closed with no further actions were performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
(B)(6). Reporter phone (B)(6). Institution phone (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation ongoing